Event description:
A about 5 years after the primary, the patient came in reporting pain due to a subsided tibial component and the cause of the subsided tibial component is unknown. The surgeon revised all components to revision components and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 12 june 2023: lot 176581: 39 items manufactured and released on 18-jan-2018. Expiration date: 2022-12-18. No anomalies found related to the problem. To date, all items of the same lot have been sold without any similar reported event during the period of review.